Event description:
The MFR's representative reported the pt was refilled in 2005 with a dose increase from 975mcg/day to 110mcg/day. The pt began to experience underdose symptoms of altered mental status and spasticity. A rotor study and dye study were done and reported as negative. The hcp gave the pt a 75mcg bolus of drug via lp with no effect. The pt is currently diagnosed with a urinary tract infection. A follow up report will be sent when additional info is rec'd.

Event description:
The patient was obtunded and had dilated pupils after the dose increase. The patient received supportive care. A fluroscopic catheter study was done and reported as all okay. The dose was decreased back to 900mcg/day. The patient is reported to have recovered without sequela. The hcp reported the event as questionable baclofen toxicity and apparently not related to the pump.